Event description:
It was reported that the customer's blood glucose was 360 mg/dl. Caller stated that the customer's insulin pump was not working correctly. Caller stated that it was unable to get the insulin pump out of the rewind sequence. Caller stated that they change the infusion set, battery and the insulin pump worked for a few minutes and it goes back to rewind sequence and was unable to exit the preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to unlocked connector at interface board. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.